Event description:
A ventilator was returned to a third party service center for service. There was no harm or injury reported. During the evaluation of the device at the third party service center, a drift proximal sensor pressure too high and proximal sensor failed error codes were found in the device's error log. The sensor board and flow sensor were replaced to address the issue.